Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infection with two infusion set at infusion set insertion site on (B)(6) 2024. The patient received medication from health care professionals for the infection. The patient resolved the event by replacing infusion set and resumed insulin deliveries successfully. No further information available.